Event description:
The customer reported this atrial lead was exhibiting elevated threshold measurements over 3.0 volts at 1.0 ms. Therefore, a revision procedure was performed and the lead was removed from service and replaced. The lead will not be returned, as the scrub tech inadvertently threw the lead away.

Manufacturer narrative:
The lead was explanted and discarded, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.